Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 594 mg/dl to "high" on cgm. Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2022 with no permanent damage. During troubleshooting with tandem technical support, it was discovered that multiple temperature alarms occurred; however, the pump was not exposed to extreme temperatures. A replacement pump was sent to resolve the issue.